Event description:
It was reported that during a transcatheter aortic valve implant procedure, there was significant tension felt in the compression loading system (cls) while loading the valve. Subsequently, the valve was reassembled, and a second loading attempt was made. During the second loading attempt, the capsule would not fully close to the nosecone of the delivery catheter system (dcs). Additionally, abnormal compression and system bending of the dcs were noted. A third attempt to load the valve was then made, during which a frame node overlap to the fifth node was identified. Subsequently, a 4th attempt to load the valve was completed. After the valve was loaded and fluoroscopy inspection was completed, it was decided to evaluate the valve opening. Upon opening the valve, no overlap of the nodes were identified; instead valve infolding was observed, indicating inadequate expansion of the valve frame. A new valve was loaded into a new dcs to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the loading of the valve was performed by an experienced loader.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, there was significant tension felt in the compression loading system (cls) while loading the valve. Subsequently, the valve was reassembled, and a second loading attempt was made. During the second loading attempt, the capsule would not fully close to the nosecone of the delivery catheter system (dcs). Additionally, abnormal compression and system bending of the dcs were noted. A third attempt to load the valve was then made, during which a frame node overlap to the fifth node was identified. Subsequently, a 4th attempt to load the valve was completed. After the valve was loaded and fluoroscopy inspection was completed, it was decided to evaluate the valve opening. Upon opening the valve, no overlap of the nodes were identified; instead valve infolding was observed, indicating inadequate expansion of the valve frame. A new valve was loaded into a new dcs to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: six still images were provided for review. An executive summary was provided. According to the instructions for use (IFU), the patient annular measurements were within the indicated sizing range for a 29 mm evolut valve. Imaging evidence suggests the annulus appears bicuspid in morphology with significant leaflet calcification involving the non-coronary cusp. It was reported that during a transcatheter aortic valve implantation procedure, significant resistance was encountered within the compression loading system (cls) during the initial valve loading attempt. The valve was subsequently disassembled, and a second loading attempt was performed. During this second attempt, the capsule reportedly did not fully close to the nosecone of the delivery catheter system (dcs), and abnormal compression and bending of the dcs were observed. A third loading attempt was then performed. During this attempt, frame node overlap extending to the fifth node was identified. Per the IFU, once a valve is crimped and a misload is identified, the bioprosthesis should not be reloaded. The valve, delivery catheter system, loading system, and associated saline should not be used and should be replaced with new sterile components. It was reported that the same valve was reloaded multiple times. Image 1 demonstrates inflow crown overlap extending to the fourth node, which meets criteria for a misload. Per the IFU, overlap prior to node 4 is c onsidered an acceptable load, while overlap at node 4 or beyond is considered a misload. Image 2 demonstrates the capsule and valve appearing bent, consistent with abnormal loading. Image 3 shows incomplete capsule closure, consistent with what was reported in the event description; this finding may be associated with improper loading. Image 4 demonstrates the valves open outside the body for examination, with crown overlap extending to the fourth node, again consistent with a misload. Image 5 suggests a valve was advanced into the patient and deployed to the point of no recapture; however, it was not reported whether the valve was ultimately deployed or recaptured. No patient complications were reported as a result of this event. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evprop23-29; product serial/lot number: (B)(6); product type: 0195-heart valves; implant date: not-impla ntable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.